Event description:
Ophthalmologist reports a pt seeing flare shaped patterns at night. This started one day post operative following an intraocular lens implant and has almost completely resolved over time.